Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: d4 (version or model) and e1 (initial reporter). A getinge field service engineer (fse) evaluated the unit and replaced the manifold drive (0104-00-0018) and test were performed. All functional and safety test passed.

Event description:
N/a.

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) has autofill fail pump error. There was no patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit e1: (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.